Event description:
The implantable neurostimulator was causing the pt additional local discomfort. Neurostimulation therapy did not adequately meet the pt's expectations. The device system was explanted and no replaced. The pt recovered without sequela.